Event description:
The caller reported that the tracheostomy tube is an unspecified customer made fenestrated tube and the pt complained of a cuff leak. The caller does not have the lot number of the custom made tracheostomy tube. The custom made tracheostomy tube was removed and a new unspecified tracheostomy tube was placed in the pt.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.